Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted multiple error code messages were recorded. Functional testing included use testing. The pump motor was activated and the device exhibited an error code. It was found that the error code was caused by a bent optical switch flag and a damaged optical switch sensor. The optical switch sensor and flag were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump optical switch.